Manufacturer narrative:
Age: exact ages were not provided, only information given is patients are less than or equal to (B)(6) years old. Sex: patient group was reported to be both male and female, however, it is unknown which gender received which lens. Weight and ethnicity: information unknown, not provided. Date of event: exact date unknown, (B)(6) 2020 is provided as it is the published date of the article. Serial #: information unknown not provided expiration date and UDI #: unknown as the serial number was not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable, there is no indication the lens has been explanted. Device evaluated by MFR: the device was not returned for analysis as the lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacturing date: unknown as the serial number was not provided. Lindholm, h.r., laine, I. & tuuminen, r. (2020). Intracular lens power, myopia, and the risk of nd:yag capsulotomy after 15,375 cataract surgeries. Journal of clinical medicine. (9), 3071; doi:10.3390/jcm9103071. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: intraocular lens power, myopia, and the risk of nd:yag capsulotomy after 15,375 cataract surgeries a retrospective cohort study was done to evaluate the real-world 5-year probability of nd:yag capsulotomy according to the diopter power of the implanted hydrophobic acrylic monofocal iol. A total of 15,375 eyes were included in the study and underwent phacoemulsification cataract surgery and in-the-bag implantation of either zcb00/preloaded pcb00 (n=6,579; abbott medical optics/johnson & johnson vision inc), sn60wf/preloaded au00t0 (n=7,098; alcon), or za9003 iols (n=1,698; abbott medical optics/johnson & johnson vision inc.). A total of 1,312 eyes were required to undergo nd:yag capsulotomy as intervention due to decreased corrected distance visual acuity and decreased visual function secondary to posterior capsule opacification (pco). It was also reported that implantation of zcb00/pcb00 iols increases the risk of capsulotomy. It is not clear how many eyes implanted with zcb00/preloaded pcb00 or za9003 developed pco. A separate report is being submitted for lens model za9003 and one for model zcb00.